Event description:
A posterior spinal fusion was conducted on my daughter for idiopathic scoliosis. The posterior spinal fusion was from the t# to l2 with spinal instrumentation and bone auto and allograft. The hardware/implants were manufactured by lifelink. Reo screws,pedicle hooks, connectors clips and rods were used. Patient experienced severe pain on left shoulder occurring 3 months after initial surgery. Further testing, pain management was conducted to explore reason for severe pain. Decision was made after finding new surgeon to remove hardware. During the surgery it was noted that "the superior cross-link device was fractured and there was some reaction of the tissues around the cross-link device. The device had failed within 3 months of implant. The implant record does not identify the "cross-link" device.